Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the output connector assembly was broken, could not confirm customer comment that connectors were loose. It was determined during analysis that the encoder assembly was contaminated. Analysis also noted that the four knobs were contaminated, the lower case was broken, the display wires were pinched (insulation not compromised), the display frame boss was stripped, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), was not functional, the right atrial (ra) lead and right ventricular (rv) lead were reported to be loose where the cable connects. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.